Manufacturer narrative:
Patient information was unavailable from the site. Other relevant device(s) are: product ID: bi71000093, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. The power switching board was replaced and the system then passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) was rebooting unexpectedly. Although these reboots repeated frequently, images were still able to be taken during the procedure. There was a less than 1 hour delay to the procedure and no impact to patient outcome as a result of this issue.

Manufacturer narrative:
The power switching board was returned and analyzed. It was installed in a test system and the system initialized. Motion generator, communication and charging readied. 2d and 3d images were successful. No failures were found. (B)(4). Analysis provided the lot number of the power witching board: rev. 3: (B)(4). If information is provided in the future, a supplemental report will be issued.